Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 9/12/98. On 9/18/98 she sought medical treatment for embedment of the earring at the piercing site. A surgical procedure was done to remove the earring. On 9/23/98 she was admitted to the hosp for infection of the site. Site was drained and intravenous antibiotics given.